Event description:
A malfunction alarm was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer received assistance from technical support to reset the pump, and the issue did not recur after resetting. The customer was advised to continue using the pump and to contact support if the malfunction happens again, which they acknowledged.